Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of blood and signs of clinical use were observed on the cannula. The c-ring was transected. Half the c-ring containing the retention rib was returned. The transected half was not reported to have dislodged into the patient. During visual inspection, the plastic c-ring on the cannula was observed to have been cut in half longitudinally between the flanking curved areas. At the cut site melting of the ring was observed. Based on the condition of the device as returned, we were able to confirm the reported complaint for ¿c-ring transected by cautery tool¿. The root cause is engagement of the c-ring with the jaws on the cautery tool prior to activation of the device. (Wy-2013-80) this device lot has been manufactured with the addition of the retention rib to prevent the transected half of the c-ring from dislodging into the patient. The c-ring wire and retention rib were transected by a sharp pliers like cutting tool. The cut edges showed signs of compression and a sharp edge. This cut was not made by the cautery tool. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 device split in half during branch ligation. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4) 2015 09:43 am (gmt-4:00) added by (B)(4): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 device split in half during branch ligation. A replacement device was used to complete the procedure. The hospital did not report any patient effects.